Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief due to migration of their l4 drg lead confirmed by x-ray imaging. Reportedly, diagnostic testing revealed high impedance values on multiple contacts. In turn, the patient was reprogrammed using only their l5 drg lead. Subsequently, a physician consult concluded surgical intervention as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the lead was replaced with a new model. Therapy was restored postoperatively and the issue resolved.